Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. Upon removal from the packaging, the 5max catheter was found to be fractured and was not used. The procedure successfully continued using a new 5max catheter.

Manufacturer narrative:
Result: the 5max was fractured approximately 5.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the catheter was discovered to be fractured during preparation. The device was completely separated during preparation for return shipment. Evaluation of the returned product confirmed that the 5max was fractured in the proximal shaft. This type of damage typically occurs when the product is improperly handled during removal from the packaging. If the devices are removed from packaging at an angle, the shaft may fracture due to excess force and bending. These devices are 100% inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.